Manufacturer narrative:
The product was returned. Per the returns plan in (B)(4) unit returned on 06/10/2014. Evaluation shows water damage, broken bezel, and sd card slot cover missing. MDR is being submitted as a result of a retrospective complaint review.

Event description:
The provider states the unit will not turn off.